Manufacturer narrative:
This report relates to complaint that concerns the breakage of a xten light head as well as its disconnection from the supporting arm during the surgery. Our investigation shows the following. The spring arm in question was part of our field action performed on 2009. The unit in this complaint failed due to the issue that was addressed with this field action. Described issue has been addressed with a new field action (msa/2017/002/iu) launched in october 2017. This is possible because -as we assumed in our investigation - for the x¿ten device replacement of the spring arm was performed only when the cracks were found during maintenance. As it was established there was an issue related to improper dimension of the pivot. This deficiency in the dimension could result in potential cracks on the pivot point and further in the breakage on the edge of the welding joint of the acrobat 2000 spring arms manufactured between 2000 and 2006. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the outcomes of the complaint. In the time when the issue occurred the device was being used for patient treatment. We conclude that a malfunction occurred that did not cause an adverse outcome, but directly or indirectly could have led to a serious deterioration in the state of health, or worse, of a patient or other person. It is recommended in our labeling that for spring arms in the affected years of manufacture, annual inspections of the weld seams are be added to manufacture¿s maintenance plan to prevent future failures.

Event description:
Ref # (B)(4).

Manufacturer narrative:
¿ (B)(4)¿. The issue will be investigated by manufacturing site.

Event description:
Maquet (B)(4) became aware of an incident with one of surgical lights- xten. As it was stated, the spring arm broke when nurse was changing the position of light head during procedure. There was no injury reported however we decided to report the event in abundance of caution. Ref # (B)(4).